Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent identified no issues. The struts showed no signs of damage or lifting. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. There was evidence of hardened contrast medium in the balloon body. A visual and tactile examination of the device identified a break at approximately 187mm from the distal end of the strain relief. There were multiple hypotube kinks noted along the full catheter length. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 20 x 2.50 promus premier drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 85% stenosed, 20x2.5mm target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 20 x 2.50 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent delivery shaft was fractured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.